Event description:
Philips received a complaint on the philips heartstart xl+ defibrillator indicating that there was a battery test fail. There was no report of patient or user impact. Available details indicate that the device had exhibited symptoms of a failure. Details provided in an update from the source case indicate that the customer was sent a replacement pca battery connection and the device was successfully returned to service. The customer was provided with a replacement pca battery connection. It has been concluded that no further action is required at this time.